Event description:
Per new information received the patient was planned for re-do mitral valve replacement; however, due to CT it was determined it was not safe to remove the surgical valve frame.so instead open chest tavr. The patient underwent valve-in-valve procedure after surgical valve implanted for six (6) years, seven (7) months. A 23mm transcatheter valve was implanted inside the 23mm valve. Patient was stable immediately after the valve was deployed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b1, b2, b5, h1, h6.

Event description:
It was reported that patient with a 3300tfx 23mm aortic valve with implant duration of five (5) years and nine (9) months is scheduled for a bav due to severe stenosis and elevated gradients across aortic valve. The patient presented with acute decompensated diastolic heart failure. Intervention on the bioprosthetic av has been delayed due to current mitral valve infective endocarditis (strep mitis/oralis). 5/2/22 per new information and medical records: the patient underwent valve-in-valve procedure after implant duration of six (6) years, seven months. Intraoperative tee showed the aortic valve with moderate-severe stenosis. Initial plan was for a savr. However, upon inspection, the prosthetic valve was totally incorporated into the wall of the aorta and removing the valve frame would have significant potential complication and challenges. The decision was made to implant a transcatheter valve. The s3 valve was deployed and appeared to seat appropriately with good depth of implantation inside the surgical valve. Concomitant surgery; native mv with severe insufficiency and complex implant with a non-edwards mechanical valve, and CABG x 2. The patient was unable to wean from bypass at the end of the procedures and iabp was placed. The chest was left open, and the patient was taken to the cicu in critical condition. On pod #5, the patient expired.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that patient with a 3300tfx 23mm aortic valve with implant duration of five (5) years and nine (9) months is scheduled for a bav due to severe stenosis. The patient presented with acute decompensated diastolic heart failure. Intervention on the bioprosthetic av has been delayed due to current mitral valve infective endocarditis.